Event description:
It was reported that during a second stage implant, as the 'boot' covering lead end cap was removed, the lead end cap slipped off. The number 3 contact had been 'stripped' leaving an open wire. Impedance checks were done, indicating contacts 0, 1l, and 2 were within normal limits. The physician revised the lead end, the extension was connected, and impedance checks repeated with 0-2 contacts within normal range. The stimulator was connected and impedances were done again, with 0-2 contacts in normal range. Patient outcome was not noted. Additional information was requested.

Event description:
Follow up information received reported that the patient was doing well at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the device is included in the urgent medical device correction letter, discussing leads being damaged at the proximal connector end of the lead when the lead cap is used in the implant procedure. The letter addressed to healthcare professionals, described the product involved, explanation of the issue, recommendations for implant and included an attachment "updated instructions for using the lead cap".